Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display was dim and cannot be read/maneuver safely. It was reported that there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2014 with the following findings:.1. Pump powers with returned battery cap to a dim discolored display..2. Battery compartment crack observed in thread area. Battery compartment threads damaged. Evidence of moisture contamination on underside of battery cap..3. Leak test shows leak at battery compartment crack. Removed pump cover. No evidence of additional moisture contamination inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.